Manufacturer narrative:
On 1/29/2016 - the consumer was notified and requested to return the product for evaluation. The product has not been received to date.

Event description:
On (B)(6) 2016 - the consumer alleges that the product burned his back. The consumer was treated at the hospital.